Event description:
The pt rec'd an scs system, including an ipg, on (B)(6) 2010. It was reported the pt presented to the emergency room with a fever. Further testing found an elevated white blood cell count due to an infection at the ipg pocket. The ipg was explanted and not replaced. A culture of the infected area was taken and the pt was treated intravenously with antibiotics. Attempts to obtain info regarding the type of infection were made but were unsuccessful. The physician plans to replace the ipg at a later date. F/u on the pt found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.